Event description:
It was reported that the right ventricular (rv) lead had increasing and high thresholds with pocket stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was melted. The outer insulation was melted and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism and visual analysis revealed apparent explant damage.